Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10589. The patient (columbia) received a dbs system which included the ipg and two leads from the same lot. It was reported the patient's ipg turns off by itself. In addition, low impedance values were identified on both leads. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.